Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness of cable unit, noise, damage on the cable uni. Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that due to poor watertightness of cable unit, the endoscopic image cannot be displayed, and noise occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during reprocessing the subject device had no image and several places on the cable were deformed. There was patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.